Manufacturer narrative:
The device has not been returned to the service center for evaluation. Therefore, the exact cause of the reported event cannot be determined. Upon receipt of the device, an evaluation will be performed and a supplemental report will be submitted. Based on similar reports, probe damage, (probe breakage) is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the jaw/probe/teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
The service center received a report one thunderbeat,tb-0535fcs, probe, lot number kr868737, that broke during a therapeutic hysterectomy. The tb-0535fcs probe, connection points to the generator, and cable were all inspected prior to the procedure and no abnormal observations were noted. The physician was performing a cutting maneuver, towards the end of the procedure, when the reported event occurred. The damaged probe fell into the patient and the physician was able to retrieve the item from the patient. Upon removal of the damaged probe, no visual damage was observed (i.e. Exposed metal, charred marks, teflon pad peeling). No sparks were observed when the reported event occurred. The cable was not bundled with other medical equipment. It was reported there was an impact to the procedure, reported as a delay in the procedure, when the physician had to change to a new probe. The physician completed the procedure with a new hand-piece, and it was reported there was no patient injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and correction for the lot number and manufacture date. One tb-0535fcs, lot number kr868731 was returned to the service center for the evaluation of broken probe. The probe was attached to the usg-400/esg-400 unit and a probe check preformed; the tb-0535fcs passed. A visual inspection of the probe observed some tissue build up. The teflon pad was inspected and observed to have normal wear with no metal exposed. The distal end of the probe was inspected under a microscope and there was no indication of visual damage to the probe tip. The switches, wiper, handle and jaw movement were inspected and all functioned normally and smoothly. Additionally, the handle load and rotation of the knob torque were inspected and noted to operate normally and smoothly as intended. Based upon the evaluation of the tb-0535fcs probe, the user¿s complaint could not be confirmed as the device operated normally with no signs of any abnormalities.